Event description:
The event reported as: possible crack in cap that occludes the pressure line or port. Will not pass ventilator leak test. No pt injury reported.

Manufacturer narrative:
The product has been received by the MFR for eval, however, the investigation report is incomplete at this time. A f/u report will be sent when add'l info is received.